Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and indicated that the tubing used for the vent line was split and causing the leak. The tubing was replaced by the fse. Testing was performed and instrument ran within expected ranges and there was no evidence of further leaking. The root cause for the leak was the split in the tubing used in the vent line that is connected to the primary aspiration needle and also acts as the backwash path for the slidemaker aspiration. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a bloody leak in the left side of the coulter lh 750 analyzer under the front bottom door. The customer was wearing full personal protective equipment (ppe) consisting of lab coat, gloves, and eye protection at the time of the discovery. The customer did not come in contact with the fluid. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed, sprayed or injured. There were no samples affected as a consequence of this event.